Manufacturer narrative:
G4: 07oct2019; b4: 08oct2019. D4: the serial number is (B)(6). The service technician confirmed the issue was resolved and no parts were replaced but would not clarify the repair details. The service technician confirmed the unit was idle and not in use when the issue was discovered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported faulty ventilator. The unit was not in use, and there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported faulty ventilator. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.